Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and rec'd a control result of 45 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.